Manufacturer narrative:
The field service engineer indicated he did not find a cause. The customer performed precision testing with good results. The customer noted small bubbles in the sample prior to rerunning the sample. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of a questionable estradiol g3 elecsys result from the cobas 6000 e601 analyzer serial number (B)(6). The initial result was 6.88 pg/ml for estradiol and was reported outside of the laboratory. The physician called and questioned the result. The customer repeated an aliquot of the same sample and the result was 1763 pg/ml. The repeat result was believed correct.